Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient had passed away and they are unaware how the event happened. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient¿s death is not related in any way to pd therapy or use of any fresenius device, product or drug. The pdrn reported on (B)(6) 2020, the patient went to the emergency room (ER) for abdominal pain. A pd culture was obtained (same day) which yielded growth of pseudomonas aeruginosa and staphylococcus epidermis. The patient was subsequently admitted to the hospital on (B)(6) 2020 for bacterial peritonitis. The pdrn stated the peritonitis was directly attributed to concomitant colitis with strong suspicion for perforation of their bowel. During the hospitalization, the patient was reportedly receiving unspecified antibiotics, but it was reported the patient became septic. Additionally, the patient had elevated troponin level and evidence of a cardiac blockage on EKG (date not provided). The pdrn stated the patient had unspecified cardiac history. The pdrn reported the patient requested comfort measure only and was withdrawing from dialysis because of their sepsis and pain. Subsequently, on (B)(6) 2020 the patient went into ventricle tachycardia and expired; not during a pd treatment. The pdrn stated the patient¿s death was attributed to sepsis from secondary peritonitis from concomitant colitis with strong suspicion for perforated bowel, per the patient¿s nephrologist. The pdrn reiterated the death and peritonitis was not related to any fresenius device, product or drug. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler, liberty cycler set, and the patient¿s peritonitis that led to initial hospitalization. However, there is no allegation or any objective evidence that a liberty select cycler, liberty cycler set malfunction or product deficiency was associated with the peritonitis event. It was reported the patient¿s nephrologist attributed the peritonitis to concomitant colitis with strong suspicion for perforated bowel. There is no temporal relationship to any fresenius device or product and the patient¿s subsequent death. Moreover, there is no allegation or any objective evidence that a fresenius device or product was associated in any way to the patient¿s death. While hospitalized, the patient developed sepsis despite being on unspecified antibiotics for peritonitis. Additionally, the patient had evidence of cardiac blockage on an electrocardiogram and elevated troponin. This patient had a past medical history of unspecified cardiac condition(s) preceding hospitalization. The patient requested to be placed on comfort measures only and withdraw from dialysis during the hospitalization. The patient later went into ventricular tachycardia and expired (not during a pd treatment). The patient¿s nephrologist attributed the death to sepsis from secondary peritonitis caused by concomitant colitis with a strong suspicion for perforated bowel.